Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; cracked battery compartment with moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the battery compartment was noted to be cracked at the threads down to the case seal. There was visible moisture corrosion inside the battery compartment. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. The test battery cap fit securely on the pump. On investigation, the pump was unresponsive when power on was attempted. A leak test was performed and revealed a moisture leak at the crack in the battery compartment.